Event description:
Straightforward uneventful 25mm lotus case in (B)(6) female patient with a tortous anatomy of the ilio-femoral-tract and the thoracic aorta. Good valve position, no pvl, no air, good flow to coronaries, perfect percutaneous closure. Three hours after the tavi the patient's pressure dropped down and she became an abdominal symptomatic (abdominal ache, nausea). The physicians stabilized the patient and made a CT. They found a b-dissection of the abdominal aorta with an entry distal of the a subclavia until the a mesenterica sup.. Although the reason is unknown and the cause couldn't be clarified, I have created a complaint. The patient had a temporarily pacemaker and was during the tavi always stable.

Manufacturer narrative:
The device was not received for analysis; therefore no physical analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. Review of the dfu notes the reported event as potential adverse event associated with the use of the device. Reviewing all details: it appears that clinical and or procedural factors may have impacted on the reported event.